Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. A2: the mean age of 59 years was entered. A3: male was entered as the patient gender as the majority were males. A4: patient weight was requested, but not provided yet. B3: as this literature article did not provide a date range and the author did not provide further information, the first published date "august 27, 2024" was used for the event date. H6 code a24: a24 was used for hepatic encephalopathy with hospitalization within 30 days. H6 codes b14, c20: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. H3 other; h6 codes b20, c21: the location of the devices remains unknown, therefore, a device evaluation could not be performed. The authors of the literature article were contacted for further information, but no information was provided yet. This complaint was initiated based on information received from a literature article. The data provided within the literature article were reviewed. No further information was provided to gore. An adverse event appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. No allegation of device malfunction was indicated with respect to device performance. In the IFU for the gore® viatorr® tips endoprosthesis with controlled expansion the following is stated: adverse events: potential clinical and device adverse events: possible adverse events and complications that may occur with the use of any gore® viatorr® tips endoprosthesis with controlled expansion or in any tips procedure and require intervention may include, but are not limited to: new onset or worsened hepatic encephalopathy. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Tiede, a., stockhoff, l., rieland, h., liu z, mauz j., tergast, t., kabelitz, m., schütte, s., ehrenbauer, a., meyer, b., wedemeyer, h., hinrichs, j., cornberg, m., falk, c., xu, c., maasoumy, b. (2024). No value of non-selective beta-blockers after tips-insertion. Aliment pharmacol therapy 60(8):1021-1032. Doi: 10.1111/apt.18204. The purpose of this study was to evaluate whether non-selective beta-blockers (nsbb) are associated with amelioration of systemic inflammation (si), hepatic decompensation and survival after transjugular intrahepatic portosystemic shunt (tips) insertion. This is a retrospective study of 305 consecutive patients who underwent tips procedure; 175 patients received nsbb. The study took place between january 2009 and december 2021 at hannover medical school. Gore® viatorr® tips endoprosthesis devices were used in all patients. Two time frames were used to evaluate adverse events: periinterventional outcomes (tips insertion to hospital discharge) and long term outcomes after hospital discharge for up to 1 year. Median age of the patients was 59 years old; 184 patients were male and 121 were female. Periinterventional outcomes: nine deaths (aki, hepatic decompensation, and overt he). 15 patients developed he, 18 patients had cardiac decompensation, and 84 had some type of hepatic decompensation. Long term outcomes: 48 patients developed he, 83 patients had hepatic decompensation.

Manufacturer narrative:
H3 other; h6 codes b20, c20, d15: a lot number/serial number was not provided; therefore a review of the manufacturing records could not be completed. Additionally, no items were returned for evaluation (device, clinical images). As a result, further investigation could not be performed and the investigation is complete. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.